Event description:
It was reported that the patient experienced shortness of breath and dizziness (might be due to coronary artery disease (cad)). The atrial lead dislodged and provided wrong sensing performance. It was noted the lead was implanted after the use-before date (ubd). The lead was explanted and an active fixation lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).